Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The no telemetry condition was confirmed at analysis. During analysis the anomaly was cleared.

Event description:
It was reported that it was not possible to interrogate the device. A manual guided reset (mgr) was attempted, but was not successful, and displayed an error code. The device was explanted and replaced. No patient complications have been reported as a result of this event.